Manufacturer narrative:
An independent laboratory is performing for olympus a culture test for the device. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used for pre-cleaning. During manual cleaning detergent used is aniosyme 5 synergy. Disinfection is not used. Brushing is performed for the instrument/suction channel channel, suction cylinder, and instrument channel port. Brushes used are asept inmed brand. Automatic endoscopy reprocessor (aer) used is soluscope. Detergent used with aer is soluscope cln, and disinfectant used with aer is soluscope paa. The device is stored vertically. Maintenance of the device is by olympus. The device is not sterilized.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulations, unexpected contamination was detected in the device. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: distal end cap cover --- insulation < threshold, bending section rubber glue --- worn out, connecting tube --- wrinkle 10mm from glue, mouthpiece --- scratched, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.